Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2021-17698. It was reported that the leads had originally been implanted in a suboptimal position per physician. In turn, surgical intervention was undertaken on (B)(6) 2021 to reposition the leads and remove them from ipg and cap them off. The ipg and extensions were then explanted on (B)(6) 2021. The leads remain implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.